Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis as the device is implanted. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. There is no indication that a malfunction of the srm device occurred. The cause of the post-operative complication is unknown. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of similar events.

Event description:
It was reported that two months after the completion of a tcar transcarotid artery revascularization procedure, the patient returned to the emergency room experiencing moderate stroke symptoms. A computerized tomography (CT scan) showed closure of common carotid artery (cca) of target vessel from proximal common through the previously implanted stent. The physician indicated that the CT imaging showed what appeared ot be a crushing of the stent. No further information has been made available.